Manufacturer narrative:
An event of material deformation of valve's stent frame was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident was due to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, valve¿s stent frame was noted to be abnormal in structure, so they decided to remove the ds and reload the valve. Upon removal while replacing the sheath, an introducer sheath was attempted to be put in but, in the process, the femoral artery was torn. The patient noted to have hypotension. The patient had lost blood, so they decided to abort the procedure. Surgery was performed as an intervention, and there was a 30-minute delay reported due to the surgery, but the patient remained stable. It was noted that a blood transfusion was required due to this event. In the physician's opinion, the arterial tear was due to the non-abbott introducer sheath and the abbott flexnav device did not cause or contribute. The patient's status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, valve¿s stent frame was noted to be abnormal in structure, so they decided to remove the ds and reload the valve. Upon removal while replacing the sheath, an introducer sheath was attempted to be put in but in the process the artery was torn. The patient noted to have hypotension. The patient had lost blood, so they decided to abort the procedure. Surgery was performed as an intervention, and there was a 30-minute delay reported due to the surgery, but the patient remained stable. It was noted that a blood transfusion was required due to this event. In the physician's opinion, the arterial tear was due to the non-abbott introducer sheath and the abbott flexnav device did not cause or contribute. The patient's status was stable.